Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified the device had dirt on objective lens, and there was a lack of image on the monitor. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause for lack of image on the monitor was traced to dirt on objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.